Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual : ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿. 9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis lusera colonovideoscope had poor water supply. The event occurred during preparation for an unspecified diagnostic procedure. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (poor water supply) was confirmed due to clogging of the nozzle, the water supply volume did not meet the standard value. In addition to the foreign objects in the nozzle, additional evaluation findings were as follows: the bending angle in the up direction and the play of the up/down knob did not meet the standard value, the adhesive on the bending section cover had a chip, crack and a white-clouded area, the water removal ability and the air supply volume did not meet the standard value, the adhesive around the objective lens was peeled and had a white-clouded area, the adhesive around the light guide lens had a white-clouded area, the plastic distal end cover had a scratch, and a streak of flare appeared in the image. Additional information received: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was a delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was presoaked in detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle nozzle/channel was flushed with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.